Event description:
The customer reported that during a resuscitation effort. The defibrillator did not work as expected. They reported that the pacer mode was "not possible" and that they got the message "key inactive". The involved pt died. The relationship between the device behavior and the pt outcome has not yet been determined. We are requesting additional info and this investigation remains open.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.